Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since their implantable pulse generator (ipg) replacement, "I have passed out four times, one time I was sitting driving my car and I passed out. I injured myself and now I have two rods and six screws in my back and another event where I fell bad and the last time I passed out I hit my head on the fireplace mantle and injured my head and jaw and ended up in the emergency room needing stitches". They also stated they get "tunnel vision" since the new ipg was implanted. No further patient complications have been reported as a result of this event.